Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as scratches on back from damaged te pads. T's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Follow up indicated that the skin irritation improved.